Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment, which could not be resolved. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The disposable cartridge was not returned to nxstage as requested. The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The exact cause of the venous air alarm cannot be determined. However, the air alarm at the beginning of treatment are indicative of residual air in the cartridge that was not adequately removed by the operator during prime. The user's guide contains adequate instructions for removal of air during prime and during treatment. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.